Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid (hydromorphone) 1.0 mg/ml; 0.5496 mg/day, bupivacaine 20.0 mg/ml; 10.991 mg/day, compounded baclofen 500.0 mcg/ml; 274.78 mcg/day via an implantable pump for malignant pain. The programming date from most recent refill prior to event was (B)(6) 2015. The infusion mode was simple continuous and patient activation was enabled. The patient experienced intrathecal medication side effects. The patient reported urinary retention and fatigue on (B)(6) 2015. The pump was reprogrammed (B)(6) 2015. The etiology was related to the device or therapy and not related to the implant procedure. It was related to the intrathecal medication hydromorphone, bupivacaine, and baclofen. The drug action that caused the event was a dose increase. The outcome was resolved without sequelae (B)(6) 2015.